Event description:
A malfunction occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting the pump, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.